Event description:
Additional information received noted that there was a shortage in the lead. The lead was explanted and replaced. There was an impedance issue, low, less than 50. Impedance testing and reprogramming had been done. The ins was also explanted and replaced. Battery depletion was noted as normal. Impedance issue, low, less than 50 was noted. Impedance testing showed less than 50 on some electrodes. Patient had been reprogrammed multiple times. Patient reported a loss of therapeutic effect. Regarding patient symptoms it was noted less than 50% therapy relief. Patient status at time of the reporting was alive - no injury. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the cause of the low impedances on the implantable neurostimulator (ins) could not be d etermined but did resolve following the replacement procedure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v675653, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3093-28 lot# v67565, implanted: 2011 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was " peeing all over the place", and this started about 3 days ago. The patient could feel the stimulation, and the stimulation was "enough to protect me a little bit". The amplitude would only go up to 5.2v. The patient's daughter normally used the programmer for her. Additional information was reported on (B)(6) 2013 and noted that the patient never had therapeutic effect. The patient was temporarily staying at a rehab facility. It was reported that the device was not working for the past 2 days. "Not getting any kind" "dial in and got nothing" it was noted that the patient was confused. They were not getting up the power and strong signal. It was noted that the device was currently on program 4 at 6.30v and stimulation was on. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy167893h ) showed no anomaly found. Final analysis of lead model 3093-28 showed stim lead proximal end conductor short between circuits (dry conditions).

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# v675653, implanted: 2011 (B)(6), product type lead. (B)(4).